Manufacturer narrative:
As reported, the 6f/7f mynx control vascular closure device (vcd) came apart while attempting to deploy. There was no reported patient injury. Additional event details were requested; however, details are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The sealant remained in its manufactured position, fully covered by the sealant sleeves that did not show any type of damage nor anomaly. No other anomalies were observed. The syringe and procedure sheath were not returned with the device. The reported event of ¿mynx control system-separated¿ was not confirmed through analysis of the returned device as there were no device separations or damages noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer, especially since there were no damages or separations of the device noted. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6/7f mynx control vascular closure device came apart while attempting to deploy. There was no reported patient injury. Additional event details were requested; however, not provided. The device is expected to be returned for evaluation.